Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Corrections - h6 (clinical signs code, results code, conclusion code). The reported event could be confirmed since images of CT scans were provided and matches the alleged failure mode. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: ¿the CT-scan show an infinity tar, 7 years after primary implantation. The components of the tar (tibial tray, pe-liner, and talar component and stem) are intact without signs of breakage or dissociation / disassembly. There are radiolucencies and clinically significant cyst formation at the anterolateral side of the tibial tray. The pe-liner looks intact as far as can be assessed on a CT-scan. The talar component is surrounded by large cysts/osteolysis, that are clinically relevant and would without any doubt warrant a revision. For most parts, the tibial tray and talar component are still well fixed to the bone. The reason for revision is a patient-related factor; large talar cysts/osteolysis, that are clinically relevant and would without any doubt warrant a revision.¿. Based on investigation, the root cause is attributed to a patient-related factor. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.